Manufacturer narrative:
The preloaded delivery system was returned at the manufacturing site in its original folding carton. Visual inspection at 10x microscope magnification showed residues of ophthalmic viscoelastic (ovds) in the cartridge component. The intraocular lens (iol) was observed stuck at the cartridge tip. Part of the lens was observed out of the cartridge tip. Also, the lens was observed with part of the edge broken/torn. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Lens was not implanted; therefore was not explanted.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens broke upon insertion into the eye. No patient injury reported. Additional information was received and it was learnt that no vitrectomy was performed. No further information was available.